Manufacturer narrative:
The investigation sites ft3 iii results were 2.94 pg/ml (cobas e801), 3.05 pg/ml (cobas e602), 2.87 pg/ml (cobas e411), and 3.0 pg/ml (siemens centaur). The cobas e602 used at the investigation site was serial number (B)(4). The ft3 iii reagent used on this instrument was lot 314666 with an expiration date of 28-feb-2019. The cobas e411 used at the investigation site was serial number (B)(4). The ft3 iii reagent used on this instrument was lot 314666 with an expiration date of 28-feb-2019. The cobas e801 used at the investigation site was serial number (B)(4). The ft3 iii reagent used on this instrument was lot 314824 with an expiration date of 30-may-2019. Only the initial ft3 iii result from the customer's site was outside the normal reference ranges. Based on the calibration and qc data provided a general reagent issue can most likely be excluded. The investigation did not identify a product problem. The cause of the event could not be determined. - attachment: [resultsq-248174.pdf]

Manufacturer narrative:
Further investigation of the sample provided results of 2.94 pg/ml, 3.0 pg/ml, and 2.87 pg/ml when using a roche instrument. When the sample was tested on a competitor¿s instrument the result was 3 pg/ml.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys ft3 iii tested on a cobas 8000 e 801 module. The initial ft3 iii result was 1.7 pg/ml. The sample was retested two times with results of 3.1 pg/ml and 2.9 pg/ml. It is unknown if the erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The ft3 iii reagent lot information was requested but was not provided. The investigation is currently ongoing.